Event description:
It was reported via repair work order that the no controls were functioning on either siderails due to malfunctioning siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.